Event description:
It was reported, a pocket would be revised the day after report. The pocket would be moved to a different location. It was later reported, the patient¿s implantable neurostimulator (ins) was in an uncomfortable position and so the doctor extended the pocket upwards. It was reported no intervention was done to the battery or leads. The patient was doing fine. It was reported everything worked as anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).